Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: tube cev649-5b dia 5mm 310mm, lot: 140105, 510k: k993655, product code: gei, manufactured date:(B)(6)2014. (B)(4). Four devices were returned for evaluation: part # cev649-5b, lot 140201 (quantity # 3) <(>&<)> part # cev649-5b, lot 140105 (quantity # 1). The product analysis showed the same results for both lot number 140201 (qty 3) and lot number 140105 (qty 1). The tubes failed the electrical tests. Their sheaths are damaged, mostly on the distal parts. The tubes are bent on their proximal parts. The insulation integrity is compromised and the tubes should not be used in this condition with monopolar instruments because of the risk of electrical arcs. These tubes were probably damaged during their uses and reprocessings. The damages may come from impacts with other instruments, disassembly with pliers, falls, etc.

Event description:
It was reported that the hospital acquired a device to measure the electrical current, and it detected a leak on the devices. The devices were then sent in for repair. There was no patient involvement reported.